Event description:
On (B)(6) 2012, the reporter contacted lifescan USA, alleging there was corrosion on the battery contacts. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.